Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic to nickle") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), swelling ("I feel swollen") and hunger ("hungry"). The patient was treated with surgery (hysterectomy). At the time of the report, the allergy to metals, swelling and hunger outcome was unknown. The reporter considered allergy to metals, hunger and swelling to be related to essure. The reporter commented: it's just sad to think that I'm (B)(6) and a hysterectomy is on my future plans. Cross referenced with plaintiff case number : (B)(4) concerning the injuries reported in this case the following one/onces were described in patient's social media: allergy to nickel, swelling nos and hungry was added most recent follow-up information incorporated above includes: on 26-jan-2018: event hysterectomy was deleted and event allergy to nickel, swelling nos and hungry was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the hysterectomy outcome was unknown. The reporter provided no causality assessment for hysterectomy with essure. The reporter commented: it's just sad to think that I'm 25 and a hysterectomy is on my future plans. Cross referenced with plaintiff case number : (B)(4). No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.